Event description:
This event was reported to sunrise customer service via phone call from the user facility in 2006. Sunrise medical subsequently provided MDR #1034630-2006-0031 to us agent for zhongshan a&e machinery industry co., ltd., onthe next day. Dealer stated that pt fell using walker 30755p with 5" wheels / 8-hole - 07722-8. End user had no injuries per dealer. Upon falling, the right side footpiece broke off. The broken wheel did not cause the fall, but instead snapped off as the end user fell. The unit has not been rec'd for evaluation by sunrise medical.